Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the tamper seal was removed/broken, and the keypad was scratched. Review of the event history log showed the pump displayed an occurrence of a check clutch/plunger lever error. Functional testing involved occlusion testing and showed that the device duplicated the reported issue. The investigation determined that the customer's incorrect assembly of the device was the cause of the reported issue. It was found that the washer, screw and nut were not installed properly onto the position pot tab. The clutch assembly was reassembled, and the clutch half's left and right leadscrew were replaced as preventive measures. According to the investigation, this issue was a result of the customer. Beyond device repair, no further action will be taken.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited a check clutch/plunger lever error. Per reporter there was no patient involvement.